Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected a gradual rise in shock impedance measurements, the most recent of which was 152 ohms. The patient will be brought into clinic for alert deactivation, high output pacing for five minutes, and lead integrity measurements. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.